Manufacturer narrative:
Unit received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display. Unable to verify critical pump error due to blank display. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unit received with cracked case at battery tube side.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that critical pump error image on the pump screen. Blood glucose was 323mg/dl. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.